Manufacturer narrative:
The blade has not been returned for evaluation. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip of the blade broke off on approach to the nasal cavity. There was no patient injury and the blade and broken piece of the blade were removed and recovered from the sinus cavity.

Manufacturer narrative:
Product receipt / condition: 1 opened sample, part number 1884004hr, from lot number 0214668745. Results: visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.23¿ in length. The break occurred at the first proximal tooth valley. The inner assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 2nd distal valley while moving in a cw direction which resulted in the observed break. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. ¿ complaint substantiated / confirmed: yes ¿ conclusion: there was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.